Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon felt the locking screwdriver was not capturing screw head appropriately. They were bent. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned locking screwdriver body confirmed the reported allegation, two of the four tabs are bent. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.